Event description:
A customer observed elevated qc results for hdlc testing on their vitros 250 system. Biased results of this type may lead to inappropriate physician action there was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: troubleshooting determined that the root cause of the biased qc results was inaccurate pipetting of samples during the rep-treatment step. Use of an appropriate pipette resolved resulted in acceptable qs results. User error was the cause of this event.